Event description:
Additional information received reported unknown battery depletion. A CT scan was performed (B)(6) 2012 with noted physician results of "unchanged." The patient did require hospitalization with a serious injury/illness that was ongoing. The physician was made aware of the hospitalization but did not believe the illness was related to the device failure. The physician was going to wait until the patient recovered before proceeding with device replacement.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated that the reporter "was told at the hospital that the patient's ins was dead." It was stated the patient was "on a lot of medication," received a tracheotomy, was on a ventilator, and had lost movement in their right arm. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type: extension, product ID (B)(4), lot# v118068, serial#, implanted: 2008 (B)(6), explanted: product type: lead. (B)(4).